Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on (B)(6) 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. During the left knee revision operation on (B)(6) 2018, the surgeon noted a distal femur bone fracture while holding the knee in extension during curing of the cement after implantation of implants. The surgeon noted performing an orif to treat the fracture.